Manufacturer narrative:
An additional lot number was reported (lot # m116736). Per tandem's t:slim cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) during basal delivery and the load sequence with multiple new cartridges. Customer's blood glucose (bg) level was in the 200 mg/dl range. Additionally, it was reported that insulin was not observed to be dripping out of multiple cartridge tubings during the load fill tubing sequence. Multiple cartridge changes were performed to address the issue. Reportedly, customer had filled the cartridges with cold insulin. Tandem technical support advised the customer not to use cold insulin. Bg level ranged between 200-300 mg/dl. Additionally, an occlusion alarm occurred. A supply change was performed to address the occlusion. Bg level was 364 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.